Event description:
Reference number (B)(4). Event occurred in panama. It was reported that the patient experienced infusion set tubing got detached at abdomen on (B)(6) 2025 and the location of detachment was tubing connector. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6003968 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot: 6003968 was manufactured according to the wi version 77 and packaging in the multivac m12, on 30/oct/2023, with a total of (B)(4) units. Assembling of quickset: the lot: 3k03771 was manufactured according to the wi version 26 assembled in the quickset line, on 30/oct/2023, with a total of (B)(4) units. The lot: 3k03773 was manufactured according to the wi version 26 assembled in the quickset line, on 30/oct/2023, with a total of (B)(4) units. The lot: 3k03768 was manufactured according to the wi version 26 assembled in the quickset line, on 29/oct/2023, with a total of (B)(4) units. Gluing tubing: the lot: 4k02798 was manufactured according to the wi version 40 in the gluing machine 4, 5 & 8 on 27/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against malfunction code tubing detached from tubing-tubing connector and lot: 6003968 and another 1 complaint has been registered in database for the same lot: 6003968 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.